Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable alarm. The settings were reviewed. Pump turned off/on. Pump displays run. No disposable clamp tubing alarm. The pump was restarted six times today due to this alarm. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run. There was no patient injury reported.